Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single use; device discarded.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test for multiple tests. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on an unknown sample type. Confirmation testing (unknown platform) was performed at a hospital on (B)(6) 2023 and generated a positive result. The consumer was symptomatic and advised by her healthcare provider to medicate and isolate for five (5) days.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225141 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 225141, test base part number 195-430wjr / lot 222477. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225141 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have been related to the specific patient sample.corrected: a1 h3 other text : single use; device discarded.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test for multiple tests. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on an unknown sample type. Confirmation testing (unknown platform) was performed at a hospital on (B)(6) 2023 and generated a positive result. The consumer was symptomatic and advised by her healthcare provider to medicate and isolate for five (5) days.